Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, decreased r-wave sensed amplitudes were observed which led to post sensed t-wave oversensing. No intervention has been performed. The right ventricular lead will continue to be monitored. The patient was in stable condition.